Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported paramedic visit and hyperglycemia. No lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings, chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported by the patient that her blood glucose (bg) elevated to over 400 mg/dl, due to the pod not delivering her bolus quickly enough. The patient states that she passed out and an emergency medical service (ems) was called to her home, where they checked her vitals and sat with her until her blood sugars came down. Patient did not advise if there was any specific diagnosis. Patient gave no treatment information.